Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Attempts to obtain additional information have been made. A completed questionnaire has not been received. (B)(4).

Event description:
An optometrist reported that a pt who underwent bilateral lasik was diagnosed with transient light sensitivity (tls) at the three weeks postoperative visit. The topical steroid drops were increased. The pt was also experiencing burning sensation in both eyes. Additional information has been requested. There are two medical device reports associated with this event. This report is for the right eye.